Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that 'about 3 weeks maybe,' later stated 'it started around the time change (daylight savings),' they have been having issues with their handset. The agent reviewed pump time/daylight savings time considerations, but the patient stated that was not the issue. The patient stated that the handset resets at midnight like it's supposed to, but when they bolus, it will show 0 boluses left and then go to 9boluses left. They were allowed 10 boluses per day, but they never see '10 boluses left today' at the beginning of the day. They saw their healthcare provider (hcp) today for a pump refill and the hcp adjusted the bolus's a little bit, so they did not know if they will have to use all 10 boluses or not since the total amount in each bolus has increased. They had 10 boluses per day and '90% of the time I do use all of them.' The patient also mentioned 'almost every time' they connect for a bolus, they saw 'myptm app not responding, close application or wait' and they usually press 'wait.' They manually closed ¿myptm¿ application 'sometimes once a day, sometimes several times per day.' The patient had handset settings open during call. It was determined location was off, so the agent had patient toggle on location and reset bluetooth. While on the call, the patient was able to connect to their pump after pressing 'wait' on 'myptm app is not responding,' followed by a brief delay at the 90 percent. The patient read an expected 1 hour and 52-minute lockout due to bolusing shortly before calling. The patient mentioned that they have lupus and could not take anything on their stomach, because it bothers their gastroparesis, which was one of the reasons they went with the pump and asked if there were any anti-inflammatory medications that could be put in the pump. The patient confirmed that both devices have not been wet/dropped and they were both charged well every night and were unplugged when using the equipment. When the agent inquired pump med, patient stated 'it (fentanyl) was like 70-something,' but then looked in therapy details and read 'boluses per day with fentanyl '24.99 and without boluses fentanyl 85.86.' The patient mentioned calling into the patient services and was told where the antenna inside the pump was located and was also told about powering of the handset in between uses, as previously documented. Per patient's most recent service case on (B)(6) 2024, a new handset was sent to patient via expedited overnight delivery. Agent reviewed general use of handset and communicator, reviewed closing app, and recommended patient keep a manual log of their boluses to provide to their doctor. The patient was transferred to their physician. (B)(6) 2024 (B)(6) (con): additional information was received from the patient. It was reported that the patient stated that their ptm was doing the same thing as before and taking a long time to connect to the pump. The manufacturer's patient services specialist (pss) had the patient power cycle the handset and communicator and clear data from the handset. The patient was then able to successfully bolus without interruption or delay.